Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Device passed sleep current measurement, active current measurement and displacement test. Device received error, problem isolated to electronic assemblies.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. The customer's blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.